Manufacturer narrative:
Citation: kroon, hg. Md et al. Early clinical impact of cerebral embolic protection in patients undergoing transcatheter aortic valve replacement. Circulation: cardiovascular interventions (2019); jun;12(6). Doi: 10.1161/circinterventions.118.007605 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes after the implant of a transcatheter aortic valve (tav) with the use of cerebral embolic protection (cep). All data were collected from a two-center registry between 2006 and 2017. The study population included 333 pairs of patients (predominantly female, mean age 81 years). Patients were implanted with either a non-medtronic balloon expandable tav, a non-medtronic mechanical expanding tav or a medtronic self-expanding corevalve or evolutr tav. No serial numbers provided. Among all patients, no deaths were associated with a medtronic device. Among all patients, adverse events included: transient ischemic attack (tia), cerebral vascular accident (cva), vascular complications, and bleeding. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects were reported.